Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "4627" should be removed and "2199" should be added. H6- medical device problem code: "2993" should be removed and "3189" should be added. B5- the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -7.00 into the patient's eye on (B)(6) 2023. Reportedly "where the lens was missing a corner of one of the haptics. He found that piece of the haptic in the lioli inserter lot fck1702. The lens was removed and the backup was implanted successfully using an injector of the same lot with no patient harm". (B)(4)

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -7.00 diopter was implanted and it was noted the lens was missing a corner of one of the haptics. Doctor found that piece of the haptic in the inserter. The lens was removed and the backup was implanted successfully using an injector of the same lot with no patient harm. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.